Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of intravia container 250 ml capacity had a particulate matter floating inside the solution. This was identified after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. Visual inspection was performed which observed a single colorless particle moving freely in the solution. The particulate matter (pm) was further analyzed and described as elongated. Examination of the lumen surface of the medication port tube revealed a scrape of approximately the same size and shape as the isolate particle. Fourier transform infrared (ft-ir) spectroscopy determined the pm to be consisted of polyvinylchloride (pvc) which is the same material comprising the port tube. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.